Manufacturer narrative:
Result of investigation: the service technician performed inspection of the power did not find any signs of physical damage to it. After installing the pcba into a known good top level gde assembly then installed into a known good top level unit. The service technician was able to duplicate the reported vent-inop condition of a ifs voltage fault after powering-up the system. The power driver pcba bracket all components were removed and visually inspected ; l201 inductor p# (B)(4) was found damaged due to high current draw. This components resistance was measured and found it to be open, as this component is part of the 20v_valves circuit this has been isolated to as the root-cause of the inop condition. No other components measured were found affected.

Event description:
The customer reported that the avea ventilator was inop and was showing several ifs voltage faults in error log. There was no patient involvement associated with this event.